Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 8/20/2014 - medical records received. Doi updated for head and sleeve. Part/lot info received for head, sleeve and stem. Dob provided. Upon revision, black staining of the inner capsule and trunnion, capsular necrosis, osteolysis, and no bony ingrowth on the cup were noted. The stem is being reported for elevated metal ion levels.

Event description:
Sales rep reported revision surgery. Patient has been revised to address pain and elevated metal ion levels.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.